Manufacturer narrative:
Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. In addition, 4 retention samples were evaluated for the complaint lot where the parts were subjected to the movement force test and scale permanency test and no non-conformities were observed. The manufacturing process are validated with defined acceptance criteria. From the provided information¿s it is not possible to confirm the defect. The incident reported by this complaint will be monitored by trend analysis. (B)(4).

Event description:
It was reported that 200 bd plastipak¿ 20ml syringes luer slip experienced difficult plunger movement. The following information was provided by the initial reporter: when using 20 ml luer slip syringes, it is detected that it shifts with difficulty, and when installed in a double channel pump, it does not manage to administer the solutions, prompting the non-passage of solutions. While the syringe was being used the plunger did not shift correctly the customer used nipro brand syringes, which due to lack of stock, requested the socofar distributor bd syringes, having a bad experience in the first purchase, which is why the second requested order is returned. (No claim syringe samples obtained).